Event description:
It was reported that the 9900 system would not power up. No pt injury was reported.

Manufacturer narrative:
The customer canceled the svc call. A follow up report will be filed when add'l details become available. This MDR is related to ge healthcare complaint number.